Manufacturer narrative:
Device eval: other, the evaluation is not complete. A review of the device history record did not reveal any exception documents. Eval: method - other, device history record was reviewed. Conclusions - other, the investigation is not complete. A follow-up report will be submitted when additional information is available.

Event description:
The customer reported that during a percutaneous transluminal coronary angioplasty (or percutaneous coronary intervention) procedure, the valves have burst during contrast injection. Ascist set to 4ml/sec. No harm or injury reported. The customer has not provided enough information or clinical detail to distinguish two separate events. Therefore, only this one report will be filed.